Event description:
Explant- pt underwent aortic valve replacement with a homograft aortic valve on 4/21/99. The pt did well symptomatically, but over the next several weeks developed moderate aortic regurgitation, mitral regurgitation and left ventricular enlargement with mild systolic dysfunction. Pt was recommended for reoperation on 8/25/99. The aortic homograft was explanted and replaced with another cryopreserved aortic homograft encircled with goretex pericardial substitute. The mitral valve was reconstructed with a medical flexible annuloplasty ring. Upon reoperation, the exposed aortic valve was found to be structurally intact with no disruption of homograft tissue, the left ventricular outflow tract was smooth as expected after healing and the coronary ostia unimpaired. In operative report surgeon states "the non-coronary leaflet showed a very mild amount of prolapse which was confirmed after removing the valve. Otherwise, no visible abnormality".